Event description:
The device embolized into descending aorta after placement. The device was snared and retracted partly into an 11f arterial sheath but required a femoral (??) To remove completely.

Manufacturer narrative:
The imaging of the procedure was reviewed by aga?s medical consultant and the following observations were reported: the adult patient had a very thin, mobile septum primum. The location of the defect and the type of defect suggested that it was a pfo rather than an asd. The patulous nature of the defect could influence us into believing that it is an asd. Regardless, this was a complicated defect in many regards with a high potential for device embolization if not sized correctly. Balloon sizing was performed but stop-flow diameter was not achieved. Based upon the echo imaging, a 24 mm or a little larger device would have been ideal for this case. After device deployment, the right disc did not cover the limbus/svc rim and the orientation of the device was not parallel to the septum. The pull maneuver was fine but the push maneuver almost pushed the device into the left atrium. The amplatzer? Septal occluder was received at aga medical with the proximal disc bubbled and decontaminated. The device was measured and the size was confirmed to meet dimensional specifications. Microscopic examination revealed several fractured wires on the discs and several wires on the proximal disc were grossly bent. The overall shape of the device was slightly flattened and oval-shaped. The damage was most likely caused during the snaring and removal of the device from the body. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including attachment and detachment of a test delivery cable. Review of the manufacturing documentation confirmed this device successfully passed these inspections.our investigation concluded that the device embolized because of significant undersizing. These types of defects are extremely difficult to balloon size well. The redundancy of the septum primum has to be kept in mind while balloon sizing and during device selection. This defect would be closeable with a larger device (at least 24 mm in diameter).